Event description:
A us distributor reported that a monitor was displaying a service code and the lcd display was discolored.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code, lcd blank) has been confirmed. Upon investigation, the monitor lcd screen was discolored and the monitor was unable to power up. The failure was isolated to contamination on multiple components of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.